Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information has been requested and obtained: how many devices had the ¿suture gets detached from the needle. ¿issue in this procedure? 1 pc. Please confirm the number of devices that failed during this single procedure 1 pc.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental surgery on (B)(6) 2019 and suture was used. It was reported that during the first pass, the needle gets detached from the needle easily. The needle was griped correctly and the right needle holder was used. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.